Manufacturer narrative:
Analysis was able to confirm the customer comment ,the cursor jumped away from the stylus in the upper right part of the screen. The programmer was able to interrogate and program .the cursor responded correctly with the test display . The computer platform was replaced . All found defective parts were replaced and all other identified issues were resolved. The programmer passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen became unresponsive during start up and could not be used. There was no patient involvement.